Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that the device was used during a thyroidectomy. The device would not pass the prerun test. Another device was used to complete the case. There was no consequence to the pt.